Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole in valve" and "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken on the fill channel assessed as broken valve seat diaphragm valve, observed crack on the fill channel assessed as cracked valve seat diaphragm valve and observed partial delamination on the diaphram flange disk assessed as adhesive failure. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.